Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a decreased sensation in the left arm and left leg approximately 6 hours after surgery on (B)(6) 2016. The patient had a cervical lead implanted earlier that day. A CT scan and x-ray was performed and everything appeared normal. The implant physician took the patient back in for exploratory surgery and the issue was resolved on (B)(6) 2016. The patient resumed using stimulation and was feeling much better. The patient was expected to be discharged on (B)(6) 2016. Indications for use include non-malignant pain and rsd/causalgia-complex regional pain syndrome. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported that the physician did not indicate a specific cause of the decreased sensation or strength at the follow up appointment. The patient reported a return of function and strength in their left extremities. The patient also reported they felt a tingling or painful sensation all over their body that was not present prior to the implant. This occurred when showering. The physician was not sure of the cause of the sensation, but it could be related to the implant. Other than on-going device optimization and normal patient follow up, there were no further interventions planned at this time.